Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (500 mcg/ml at 124 mcg/day) via an implanted pump. The patient's other medications included oral baclofen and valium. The indication for pump use was intractable spasticity. The patient's medical history included ms (multiple sclerosis). On 26-jun-2016 it was reported that the patient had been doing well at the end of (B)(6) 2016 but then experienced a lack of therapy at some point after that. She felt that she was not getting the baclofen therapy. Her spasms were worse. There were no environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2016 the patient was in the ER (emergency room) due to severe vomiting and pain from spasms. The patient reported being in the pain clinic on (B)(6) 2016 at which time a (B)(6) study was attempted but they found that they could not aspirate. The patient was being seen on (B)(6) 2016 by a neurosurgeon with a catheter revision scheduled for (B)(6) 2016. The issue was not resolved. The patient status was reported as "alive - no injury". Additional information was received from a healthcare professional via a company representative on 30-jun-2016 and it was reported that the pump was turning over/flipping in the pocket and kinking off the catheter. The pump was found upside down when the pocket was opened on (B)(6) 2016. The cause of the issue was noted to be that the patient had a pendulous abdomen and the stay sutures in the loops did not hold. During the procedure, the physician dissected down to the fascia and tacked it down there which he felt would hold it in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.